Event description:
It was reported that during an attune tkr revision, the definite implant was bigger (larger diameter) than the trial stems and instrumentation of the pressfit stem. There was a five-minute delay in surgery due to the event. The definite stem was removed and a tibial sleeve was placed without a pressfit stem. There was no patient consequence.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the definite implant was bigger (larger diameter) than the trial stems and instrumentation of the pressfit stem. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned atune pressfit str stem10x60mm found nothing indicative of a device nonconformance. A dimensional inspection was performed and the device met specifications. A manufacturing record evaluation was performed for the finished device product code: 151310060 lot number: j1017h, and no non-conformances or manufacturing irregularities were identified. The information of the stem trial that was used is unknown, therefore without additional information the reported allegation cannot be confirmed. Additionally, it is a general principle that trials are designed to be smaller than the corresponding implants so that they can be easily inserted and extracted. The purpose of the trial is to allow the surgeon to ascertain the general fit; it is not designed to be affixed to the space. The overall complaint was not confirmed as the observed condition of the atune pressfit str stem10x60mm would not have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Dwg-1151310160 rev. B. Dimensional inspection: specified dimensions: hex ø = 14.00 mm ± 0.13 mm, stem shaft ø = 11.25 mm ± 0.13 mm, hex dimension across flats = 13.00 mm ± 0.05 mm. Measured dimensions: hex ø = 14.02 mm (complies), stem shaft ø = 11.25 mm (complies), hex length = 13.01 mm (complies). Device used: digimatic caliper cd78261. Device history lot: a manufacturing record evaluation was performed for the finished device product code: 151310060 lot number: j1017h, and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product code: 151310060 lot number: j1017h, and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.